Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of the device. Visual and functional evaluation of the instrument found no abnormalities. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per the FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy procedure, the surgeons and nurse were unable to unload the unit. They tried to do it with a dissector device but the loading unit was broken. The knife is out of the loading unit. The device was uncapable to cut the tissue. For the egia reload and handle, the device was not able to fire. They used another reload to cut the appendix between staple lines and the bowel with good results and no issues. No reinforcement material was used. There was no medical intervention or patient injury. Patient was discharged from hospital.